Manufacturer narrative:
(B)(4). Date sent to the FDA: 10/26/2021. This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional h3 investigation summary: an empty opened foil, an empty labeled winding former and a needle-suture piece of product sxpp1a301 were returned for evaluation. A visual inspection of the sample returned was conducted. Upon visual inspection of the returned sample, body fluids and damage were noted in some barbs and the end was observed cut possibly from a surgical instrument. The section of the fixation tab was not received for evaluation. The condition of the sample received indicates improper handling of the device. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. Trade name - irgacare® active ingredient(s) ¿ triclosan. Dosage form ¿ suture/solid/parenteral. Strength ¿ = 2360 g/m.

Manufacturer narrative:
(B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: please confirm if the tab breakage occurred before use on patient or during use on patient. During use on patient.(at the beginning of continuous suturing.) The following information was requested, but unavailable: please provide procedure date. No further information is available. How was procedure successfully completed? No further information is available. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Trade name - irgacare®. Active ingredient(s) ¿ triclosan. Dosage form ¿ suture/solid/parenteral. Strength ¿ = 2360 ug/m.

Event description:
It was reported that a patient underwent an unknown orthopedic procedure on an unknown date and barbed suture was used. During the procedure, the tab side of suture broke. No adverse patient consequences were reported. Additional information was requested.